Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge was malfunctioning. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was malfunctioned. A field service engineer powered off the battery and the refrigerator, then powered off the pyxis unit. After waiting a few seconds, turned the battery back on and powered on the refrigerator, followed by powering on the pyxis unit. The system needed to be rebooted. The customer then recovered the fridge, and it began locking and unlocking correctly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.